Event description:
On (B)(6), 2010, the pt contacted animas alleging that the pump caused him to develop hyperglycemia. The pt indicated that at 9 pm on (B)(6), 2010, he changed out the cartridge and infusion set; then consumed a high carbohydrate meal. Since the last site change, the pt claimed that his blood glucose (bg) readings had all been high. At 7 am on (B)(6), 2010, the pt indicated that his blood glucose was 550 mg/dl. The pt denied having symptoms of nausea, vomiting, shortness of breath, or pain. A review of the bolus history indicated: 16 units at 5 am, 2 units at 3:40 am, and 4 units at 3:30 am. The pt denied that the cannula in the old skin site was bent or kinked. Later the same day on (B)(6), 2010, an animas representative performed a follow-up call to the pt. The pt claimed that his blood glucose was at 590 mg/dl. The pt agreed to disconnect from the pump and follow a backup plan from his health care provider. The pt denied that there was an insulin leakage or any issues with the sites. He also denied having an illness or new medications. This complaint is being reported due to the following conclusion: the pt alleged that his blood glucose levels exceeding 500 mg/dl were attributed to the pump.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.